Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for band-aid tough strips 20 quilt ap. Device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips 20s (B)(4)). Device is not expected to be returned for manufacturer review/investigation device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips 20s (B)(4)). Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with a band-aid tough strips quilt. The consumer cut the tip of the finger and applied a band-aid tough strip on the cleaned and minimally bleeding cut. Next day, the consumer was changing the product and the bandage fused to the flesh. The consumer sought medical attention and a health care professional painfully removed the bandage.